Event description:
Two taxus express 2 drug-eluting stents were implanted in the patient's lad and diagonal arteries, as well as two bare meteal stents in the circumflex and right coronary arteries. The patient was discharged on plavix and aspirin therapy. 9 days later the patient presented in the emergency department. Angiography reveaed thrombi in both taxus stents. The bare metal stents were "fine". The patient was treated with redilatation along with administration of agrastat and an anit-thrombitc agent. The patient returned again 4 days later with re-thrombosis noted in both taxus stents. The two bare metal stents remained patent. The patient was treated with agrastat, an anti-thrombotic agent and heparin therapy, however the thrombus had extended into the patient's left main coronary artery and the patient died later that day. The physician is of the opinion that the thrombi formation is directly related to implantation of the taxus stents. Additional information has been requested. Same case as manufacturer #60000089-2003-00623.